Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, two left ventricular (lv) lead were attempted to be implanted but kept dislodging. It was noted that the implant could not occur due to the patient¿s anatomy, small target vessels. The patient will have an epicardial lead placement in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).